Event description:
It was reported to baxter (B)(4) that two intermate lv 100 devices were leaking before use. This is report number 2 of 2. The devices were filled with 90 milligrams pamidronate in 250 milliliters of 0.9% nacl when the leaks were observed. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.